Manufacturer narrative:
The issue was not confirmed, as the scope was not microbiologically tested by olympus. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the colonovideoscope tested positive for an unknown colony forming units (cfus) of moderate growth of escherichia coli. The issue was found during a routine culture of the scope. It was also noted that while the awaiting culture results, the scope was used on a patient, however, it was confirmed that there was no patient infection. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacture¿s final investigation. Correction to b5 of the initial report. Please see b5 for further information. Correction to h6 "medical device problem code" of the initial report, "2303 - microbial. Contamination of device" is being corrected to "4048 - failure to clean adequately". The device was returned and evaluated on related MFR 14037 where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was difference of recognition on device handling between the user and recommendation by olympus. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device

Event description:
Correction to b5 of the initial report: the customer reported having used the colonovideoscope on 16 patients while awaiting the results for routine culture testing. Positive culture test results were subsequently received. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.